Manufacturer narrative:
(B)(4). Approximate age of device ¿ 18 days. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had positive guaiac stool samples associated with gastrointestinal bleeding. The patient received two units of packed red blood cells for treatment. The patient's anticoagulation regimen included aspirin and warfarin at the time of the event. The gastrointestinal bleed reportedly resolved on (B)(6) 2015.